Event description:
Per the clinic, the patient experienced a sudden loss of connection to the implant subsequent to sustaining a head trauma. The implanted device remains. It is unknown if there are plans to explant and reimplant the patient as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed july 4, 2015.

Manufacturer narrative:
(B)(6). Implanted device remains.